Event description:
Regulatory agency reported right side capsular contracture baker grade iii and perspiration of silicon gel through the envelope. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.10 , g.7 , h.2 , h.3 , h.6. Device evaluation: the device related to the reported event of capsular contracture and gel bleed was received on november 26, 2019 with lot number 172677. Visual analysis of the returned device identified: deformation, brown particles, wear abrasion and creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and gel bleed. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported right side capsular contracture baker grade iii and perspiration of silicon gel through the envelope. The device has been explanted.